Event description:
It was reported the patient did not recharge the ipg as recommended due to thinking it was not helping. As such, the ipg became inoperable. In turn, the patient underwent surgical intervention wherein the device was explanted and replaced. Effective stimulation was established post-op.